Event description:
It was reported that the patient's left ventricular lead exhibited high capture threshold. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151518.